Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 478 mg/dl at the time of incident. The customer¿s current blood glucose value was 140 mg/dl. The customer did not experienced symptoms due to high blood glucose. The insulin pump was not on auto mode at the time of incident. The insulin pump will be returned for analysis.